Event description:
This product is marketed and FDA approved as a device. Rptr is concerned with the fact that the company rep is stating that the product does not require a prescription. This product contains sodium chloride and heparin which should require a prescription. This is being promoted to nursing agencies and rptr is concerned about the possibility of heparin being available for general use. Also, there is no ndc number, lot number or expiration date on this product.